Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a bolus based off of information from their continuous glucose monitoring (cgm) which lead to a blood glucose (bg) level of 76 mg/dl. Reportedly, the customer ate glucose tabs and stated to be fine at the time of the report.